Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
2024-apr-15: information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostim ulator (ins). It was reported that the lead was fractured, damaged, or broken. Electrode # 0 at 40,000, and electrode # 5 at 30 ,740. All current programs avoiding impedance electrodes. Cause is not known, issue is resolved. 2024-may-01: additional information was received from a manufacturer representative (rep). The rep clarified that the lead issue was only referring to the high impedance.